Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile packaging. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Visual examination of the returned product confirmed the presence of a hair-like fiber within the sterile packaging, which had been opened prior to return as evidenced by the blood stains found on the cavity and partially peeled off tyvek lid. Therefore, the complaint cannot be confirmed. Device history record was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control cannot be evaluated because the packaging was opened. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.